Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (won't charge battery packs) was confirmed. Upon evaluation, there was contamination on the battery board and throughout the unit. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger indicating that it would not charge a test battery pack.